Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging sinus infection. There was no report of permanent or serious patient harm or injury. The device was returned to the third-party service centre for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found evidence of foam degradation. During the evaluation, dust was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was no error code found. The third-party service centre concludes that they could confirm the customer's allegation and there was visible foam degradation and unit got scrapped. Sections d8, d9, h2, h3, h6 have been updated in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging sinus infection. There was no report of permanent or serious patient harm or injury.